Manufacturer narrative:
Although no device related issues were reported, thrombus was confirmed during the eval of the vad. The pump was returned with the percutaneous lead cut at the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. Examination of the pump blood-contacting surfaces found denatured rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The rings appeared to have been a single formation that pulled apart during disassembly. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The eval could not conclusively determine the cause of the observed thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damge. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event.

Event description:
Pt transplanted and is requiring pump analysis. Add'l info received from the clinical specialist stated that the pt had previously had a pump exchange and they wanted to see if this pump was clean. Email from investigator received (B)(6) 2014: please change complaint to reportable based on the evaluation findings of inlet bearing thrombus.